Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accu tni) result in the risk stratification range generated by the for unicel dxi 800 access immunoassay system for one patient. The result was discordant to an alternate method. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
There is no indication that service was dispatched for this event. No clear root cause could be determined for this event.